Event description:
A non-healthcare professional reported that during the iol (intraocular lens) implant procedure, iol found to be bent. Additional information ahs been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).